Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The reported event of the ins being eol/eos was not confirmed. The device was received in the upgrade mode and, therefore, could not communicate with a programmer. After the device was reset and the firmware was reloaded, the device functioned as designed. Further testing of the rf signal strength via the eirp test showed the signal was weaker than the minimum expected value. The device was received in upgrade mode due to the weak rf signal, indicating it had been reset multiple times due to an issue with the application firmware.

Event description:
This report is to advise of an event observed during analysis.